Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('sharp abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker, fibromyalgia, blood pressure high and vaginal delivery (two). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), skin disorder ("skin symptoms") and mood altered ("mood changes"). The patient was treated with surgery (laparoscopy, removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, skin disorder and mood altered outcome was unknown. The reporter considered abdominal pain, mood altered and skin disorder to be unrelated to essure. The reporter commented: essure was removed at patient's request diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('sharp abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker, fibromyalgia, blood pressure high and vaginal delivery (two). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), skin disorder ("skin symptoms") and mood altered ("mood changes"). The patient was treated with surgery (laparoscopy, removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, skin disorder and mood altered outcome was unknown. The reporter considered abdominal pain, mood altered and skin disorder to be unrelated to essure. The reporter commented: essure was removed at patient's request diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('sharp abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker, fibromyalgia, blood pressure high and vaginal delivery. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), skin disorder ("skin symptoms") and mood altered ("mood changes"). The patient was treated with surgery (laparoscopy, removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, skin disorder and mood altered outcome was unknown. The reporter considered abdominal pain, mood altered and skin disorder to be unrelated to essure. The reporter commented: essure was removed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.